Manufacturer narrative:
Device evaluated by MFR?: device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient developed an abscess at the electrode site 2-3 months after her vns was implanted. Several courses of antibiotics had failed to clear the infection, so explant surgery was planned. Both the generator and lead were explanted due to the infection. The device history records of the generator and lead were reviewed, and both devices were sterilized prior to release. No further relevant information has been received to date.